Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the male luer lock was not connected to the tubing. There was no evidence of solvent on the end of the tubing where the luer is supposed to be connected. The reported condition was confirmed. The root cause of this condition was attributed to operator error on the manual assembly line - not putting sufficient solvent on the tubing to securely seal and attach the luer lock. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a continu-flo primary drug administration set in which the male luer lock was and found separated in the set pouch. The defect was noticed prior to patient use. There is no patient involvement reported. No additional information is available.